Manufacturer narrative:
Field service specialist visited the site after the reported event and was unable to duplicate the reported problem, performed complete functional check of system and unit met all amo specifications.

Manufacturer narrative:
(B)(4). The manufacturer report number should have been 3006695864. Device evaluated by manufacturer in initial report had two checkboxes checked. The selection ¿yes¿ is the correct one. In initial report, no additional manufacturer narrative and corrected data was selected in checkbox. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Surgeon reported that both eyes of patient had the anterior chamber collapse due to cessation of flow of bss with one resulting in a corneal burn. The corneal burn required one (1) stitch 10.0 nylon suture to close incision. No infection reported. Patient had to wear a contact lens for several days after surgery. No permanent damage to cornea as per surgeon.